Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6.

Event description:
Healthcare professional reports ¿breast capsule calcification¿ and ¿capsule with some areas of thickening¿.

Event description:
Healthcare professional reported capsular contracture (grade I) and rupture on the right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.1, d.2, d.4, g.5.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell and others, underweight and crease fold. A microscopic analysis was performed which identified: one broken crease smooth on the radius, stress marks, wear abrasion and non-penetrating nick striated on the patch. Based on the device analysis the final assessment is: broken crease smooth on the radius assessed as fold flaw opening. Nick striated on the patch assessed as surgical tool scratch like.

Event description:
Healthcare professional reported capsular contracture (grade I), rupture, "breast capsule calcification", "capsule with some areas of thickening" on the right side. The device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., g.1., h.6. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported capsular contracture (grade I) and rupture on the right side. The device remains implanted.